Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz ablation catheter was received for evaluation. Functional analysis of the returned device included, visual, electrical, temperature, irrigation and optical testing which all met sjm specifications. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion was remains unknown. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient became hypotensive during the isolation of the left pulmonary veins and an ice catheter revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with sjm devices during the procedure.

Event description:
Related manufacturer reference 3005334138-2016-00017, 3008452825-2016-00039, 3005188751-2016-00028, 2030404-2016-00012, 3005188751-2016-00029